Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the helix was stuck in the lead. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned with the helix fully extended and bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.